Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, the laser probe tip did not fit into the cannula. An alternate laser probe was used to complete the case.

Manufacturer narrative:
No sample was returned for evaluation. The 25 gauge illuminated flex curved laser probe, l/n 18017808x was manufactured on april 6, 2018. There were 1302 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. The 25 gauge illuminated flex curved laser probe was manufactured on april 6, 2018. There were 1302 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample found no obvious non-conformities. The laser probe was inserted into a known good 25-gauge trocar cannula and passed through with no noticeable resistance. The sample¿s outer cannula diameter was measured. With outer diameter min/max values of 0.02000 to 0.02050 inches, the sample¿s outer diameter was measured to be 0.02020 to 0.02030, meeting product specifications. Thus, the customer reported event could not be confirmed. The sample was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).